Manufacturer narrative:
The reported field events of noise and myopotential oversensing were confirmed in the laboratory via review of the stored egms. The device was tested on the bench and no anomalies were found. The cause of the noise was myopotential noise.

Event description:
It was reported that during a routine follow-up, noise was observed. During a second follow-up, the noise was reproduced when the patient breathed deeply. Myopotential oversensing was observed. The lead was explanted and replaced, but the noise was still present. The device was then explanted and replaced. Patient condition was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.